Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, during plunger deployment, when the plunger was pushed in to deploy the locator wings, the exchange sheath separated from the hub of the clip applier. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Reportedly, the operator intentionally manipulated the device after it was removed from the body; device deployment was completed outside of the anatomy. The operator was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported exchange sheath separating from the hub of the clip applier when the plunger was deployed was not confirmed. Analysis of the returned device did not reveal any anomaly. The device was returned fully deployed with the exchange sheath firmly attached to the hub of the clip applier. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.